Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 500 mg/dl. A correction bolus was delivered, customer changed pump supplies, and drank water to address their elevated bg. Customer did not know cause of elevated bg. As the elevated bg occurred in the past, recommendation was made for customer to discuss event with a healthcare provider.